Event description:
Customer reported nurse seeing bubbles in the primary bag after hanging secondary bag. Customer reported primary infusion was .9nacl and the secondary infusion was cleocin 600mg. One used primary IV set with back check valve and one secondary set returned for investigation. This event is deemed reportable based on new info received in 2008. Investigation ongoing. Follow up report will be filed when investigation is complete.

Manufacturer narrative:
Pt info requested. This report was filed by the manufacturer.